Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that device thrombosis was suspected because the patient reportedly had a stroke. The patient underwent surgery for an accelerated heart transplant.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.